Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer declined follow up from tandem technical support. Therefore no additional information was available. There was no reported adverse impact to the customer¿s blood glucose level.